Event description:
Reportable based on device analysis completed on 15oct2021. The device was returned with no reported allegation. However, device analysis revealed an interlocking arm detached and missing fiber bundles.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked within the introducer sheath. The interlocking arm of the coil was broken inside the introducer sheath. The introducer sheath was inspected, and no anomalies was noted. The twist lock had been opened. The main coil was found kinked, severely stretched, and broken. The delivery wire was inspected and it was found bent. No more damage was found in the returned device. The delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing, because the coil was stuck. The introducer sheath was cut in order to release the main coil. Microscopic inspection of the delivery wire was performed and observed that the proximal end had a smooth surface. The interlocking arm was inspected, and no anomaly was noted. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached (part was inside of introducer sheath). Dimensional inspection of the delivery wire that could be measured was performed and was within specifications. Dimensional inspection of the main coil that could be measured was performed and observed that the proximal fiber bundles and outer diameter (od) of the zap tip and primary coil were within specifications. However, some distal fiber bundles were missing.